Event description:
The physician attempted to pass the catheter through another MFR's double lumen bronchial catheter to see if it would fit. It did not fit and was removed. The bronchial catheter was then passed into the trachea under direct vision after removing the damaged tube. With the first breath, a yellow object was seen blown down the tube. The object was located with a bronchoscope and removed.